Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. The patient also felt pain in the mid-spinal area. The patient was given antibiotics. There were no additional adverse patient effects reported. The pacemaker remains implanted.